Manufacturer narrative:
Sections d9, e1, e2, h4 and h6 were updated. Section h10: the cori ri console, rob10024, (B)(6), intended for use in surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed and the reported scenario that a critical error occurs after selecting a bur can be confirmed. A kpc test was performed and passed. A new surgeon was created, and it was discovered that the console freezes when pressing the edit button, verified again by a second attempt. When performing a tka test case, an internal error occurred when selecting a bur. A hard drive test was run with no errors occurring. The console was opened for further investigation. All connection were checked, and no issues were found. The system log files were inspected, and the handpiece settings file was identified to be corrupted. After replacing the corrupted file, the console completed a test case without any further errors occurring. The most likely cause for the reported scenario is due to corruption of the handpiece settings file. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Event description:
It was reported that while setting up for a cori assisted tka surgery, when creating a new case, after selecting the burr option the screen went blank. After 20 seconds, an "critical error" message showed and the console shut down. The procedure was performed, without any delay with manual technique. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.